Manufacturer narrative:
The customer misreported the lot number, the accurate lot was updated in the file.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during use of this smiths medical cadd administration sets, the pump exhibited continuous alarm. It was reported that patient receives total parenteral nutrition via the cadd solis pump and always uses the 8 ml administration sets. The patient tries to use the 7 ml because the 8 ml was no longer available, and the pump exhibited continuous alarm. The 14 ml lines was also tired but resulted into alarm and another pump resulted in the same issue. No patient injury reported.